Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements of greater than 2500 ohms. Subsequently this lead was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This lead has not been received for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.